Event description:
It was reported that an interrogation showed the diagnostic device was undersensing. Follow up with the physician's office did not yield any information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.